Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On march 4th 2026, senseonics was made aware of an incident where user received glucose suspend alerts which led to early sensor removal. The sensor was inserted on (B)(6) 2025.